Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Clinical study. Same case as 2134265-2009-05396. It was reported that during a carotid artery stenting procedure, the pt experienced hypotension. The target lesion was located in the ostium of the right internal carotid artery with 80% stenosis, a length of 16.3 mm, and a reference vessel diameter of 5 mm. The target lesion was treated with a filterwire ez and placement of a carotid wallstent. Following post-dilatation, residual stenosis was 0%. The site reported an adverse event of hypotension occurring during the index procedure. The pt was treated with medication and the event was considered resolved without residual effects the day of the index procedure.